Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication issue. The field service engineer found disconnected bus cable to module controller connection, reseated connection to resolve the issue. The fse confirmed that there was a slight delay in issuing medication to the patient due to the issue, but nursing staff were able to get the medication from the near by station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the full height drawers 2.1 and 2.2 no detected-on bus. The customer tried to reboot the station and recover storage space, but issues still persist. There were no adverse events or injuries reported based on this event.